Event description:
Pt had an l4-l5 anterior lumbar interbody fusion with posterior percutaneous screws. The pt returned to the surgeon's office for post-op visit and had visible rash-like / red irritation around the incision site. This is the second pt in a 6 month period with complaints of similar issues. Pt was referred to dermatology. Pfizer, inc. Route: topical. Therapy start date: (B)(6) 2018; therapy end date: (B)(6) 2018. Reason for use: surgical incision skin closure.